Event description:
It was reported that during the implant attempt, once the right ventricular lead was connected to the device, it had low r-wave values. The physician repositioned the lead several times and all positions had low r-waves. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).